Event description:
The customer reported that the device doesn't power on and doesn't work with battery power. There was no patient involvement.

Manufacturer narrative:
(B)(4). A follow up report will be submitted upon completion of the investigation.